Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The pt experienced peritonitis and was hospitalized the same day. Treatment for the peritonitis was not reported. The cause of the peritonitis was unknown. At the time of this report, the pt was recovering from the peritonitis. Additional information was requested but is not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number gd894287 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).